Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed the internal leakage test during pre-use check. The evaluation of the provided logs shows that the internal leakage test, pressure transducer test, safety valve test, o2 cell/sensor test, flow transducer test and the patient circuit test failed during the pre-use check. Our field service engineer investigated the ventilator on site. The o2 gas module was replaced as it was found to be defective. The replaced o2 gas module was not returned for further investigation as it was scrapped. Therefore, the root cause to the reported issue could not be established by this investigation.

Event description:
Manufacturers ref: # (B)(4).